Event description:
Sterilizer malfunction: biological indicators were checked for loads run in autoclave. Loads #903, 904 and 905 showed a positive biological reading. Previous to these cycles, the bowie dick test was within normal parameters. Recall protocol was initiated. 5 pts were involved. One case was aborted after incision, requiring subsequent hospitalization/surgical procedure. Second case was treated with additional length of stay/medication. Pts 3,4, and 5, unknown effect.

Event description:
Sterilizer malfunction: biological indicators were checked for loads run in autoclave. Loads #903, 904 and 905 showed a positive biological reading. Previous to these cycles, the bowie dick test was within normal parameters. Recall protocol was initiated. 5 pts were involved. One case was aborted after incision, requiring subsequent hospitalization/surgical procedure. Second case was treated with additional length of stay/medication. Pts 3,4 and 5, unknown effect.

Event description:
Sterilizer malfunction: biological indicators were checked for loads run in autoclave. Loads #903, 904 and 905 showed a positive biological reading. Previous to these cycles, the bowie dick test was within normal parameters. Recall protocol was initiated. 5 pts were involved. One case was aborted after incision, requiring subsequent hospitalization/surgical procedure. Second case was treated with additional length of stay/medication. Pts 3, 4 and 5, unknown effect.

Event description:
Sterilizer malfunction: biological indicators were checked for loads run in autoclave. Loads #903, 904 and 905 showed a positive biological reading. Previous to these cycles, the bowie dick test was within normal parameters. Recall protocol was initiated. 5 pts were involved. One case was aborted after incision, requiring subsequent hospitalization/surgical procedure. Second case was treated with additional length of stay/medication. Pts 3,4, and 5, unknown effect.

Event description:
Sterilizer malfunction: biological indicators were checked for loads run in autoclave. Loads #903, 904 and 905 showed a positive biological reading. Previous to these cycles, the bowie dick test was within normal parameters. Recall protocol was initiated. 5 pts were involved. One case was aborted after incision, requiring subsequent hospitalization/surgical procedure. Second case was treated with additional length of stay/medication. Pts 3, 4 and 5, unknown effect.